Event description:
Undercarriage release latch malfuncitoned, foot of cot fell with weight of cot plus patient (est. 300 lbs.), landing on left thigh of paramedic just superior to knee. Mishap resulted in contusion of knee, not requiring medical intervention.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-dec-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: invalid data. Conclusion: device failure directly caused event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.